Event description:
The customer reported that the 840 ventilator screen went blank while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to service the device. Covidien troubleshot this issue with the customer over the phone. Multiple attempts have been made to obtain the result of testing and repair but no response received from the customer.

Manufacturer narrative:
(B)(4).